Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular lead for many years and multiple attempts at reprogramming did not work. The lead had been turned off. The lead was capped during the device changeout and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).